Event description:
This complaint is now reportable based on the analysis completed on july 9, 2009. It was reported that during a coronary drug eluting stenting procedure, the stent could not cross the lesion. No patient injuries or complications were reported. The lesion being treated was located in the left circumflex. The procedure was completed with another of the same device. The patient's condition is reported as "stable". However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
The device was returned for analysis and initial visual and microscopic examination of the returned unit found that the stent was not returned with the device. The balloon was partially inflated, however, there was evidence of stent impression on the balloon which indicates that the stent was crimped to the balloon. Solidified contrast media was present within the entire length of the balloon and inflation lumen, therefore, indicating the device had been prepped for use. A visual examination revealed that there were kinks along the entire length of the hypotube. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation for this batch found that the device met the material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).